Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information regarding pertinent patient history was received from the healthcare provider. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving bupivacaine and baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the pump and catheter were replaced due to it being infected and the pump being "exposed". It was noted that in (B)(6) 2019 the pump site was red and blistered. The caller stated that the nurse noticed that the pump had surfaced to the skin. It was noted that the new pump was placed on the right side of the patient's body. No further complications have been reported as a result of this event.